Event description:
It was reported that the patient received an inappropriate shock for atrial fibrillation in the ventricular fibrillation zone. A wavelet template was generated. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).